Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be the balloon masking the inflation eye due to the incorrect location. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon did not remain inflated when the first catheter was placed. It was stated that the balloon of the second catheter did not deflate. The user was forced to go to the hospital and still the catheter had placed. Per additional information received via email from the ibc on 19mar2021 it was stated that the catheter was removed at the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon did not remain inflated when the first catheter was placed. It was stated that the balloon of the second catheter did not deflate. The user was forced to go to hospital and still had the catheter placed. Per additional information via email from ibc on (B)(6) 2021, the catheter was removed at the hospital.